Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system programmed to the alternate vector exhibited oversensing of myopotentials resulting in several inappropriate shocks. The patient was admitted to the hospital and the device was deactivated to mitigate further inappropriate therapy while awaiting x-ray results. Troubleshooting was later performed. An automatic setup was performed and the secondary vector was chosen. Provocative maneuvers were then performed with artifacts able to be reproduced which appeared to be myopotentials, however were not sensed by the device. Technical services discussed additional steps for further evaluation. This system remains implanted. No additional adverse patient effects were reported.